Event description:
Surgeon stated that the endo gia disposable unit stapler failed to fire. Surgeon was preparing to fire the disposable universal endo gia ultra stapler when the trigger would not allow firing, so another stapler was handed to the surgical field with a different lot number and worked fine.